Event description:
The customer reported the system's vertical lift was inoperable, the cd door was sticking, the power switch casing had broken off, and intermittently the system shut down. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cd/dvd drive and usb switch were replaced. Also, the voltage on the generator interface board was adjusted. The system was then found to be operating as intended.